Event description:
Rptr has had the celebrity scooter since 2002 and has used it on a regular basis (constant). Rptr has had ongoing problems. First problem: cracking of the plastic front cover. Rptr states this is a "design flaw" because normally the scooters have a metal frame covered by plastic. This celebrity scooter has no metal frame to cover shock related to bumping the front end of the scooter. Rptr contacted distributor who indicated that the MFR would replace the cover. However, distributor/rptr contacted another co who replaced the front bumper. Second problem: breaks not holding. While on a slight incline, the scooter rolled back and flipped, rptr experienced a broken thumb that subsequently required antibiotic therapy. Rptr also experienced an allergic reaction to the antibiotic. Rptr stayed off scooter for 1 month. Third problem: when rptr released the accelerator to stop the scooter it "engaged into reverse". Distributor evaluated the scooter and determined the throttle (controls speed) sticking. Scooter was repaired. Fourth problem: speed slower. Distributor adjusted it. Fifth problem: when tires rotated began to make loud noise. Distributor called MFR who indicated space between axle and rear tire caused the problem. Sent kit to repair but repair lasted 2 1/2 - 3 weeks. Now (sixth problem) making "pop! Pop!" Noise like metal on metal. Pride mobility wants to replace the motor of the scooter. However, the rptr wants the scooter replaced due to the persistent problems and they have had the scooter less than 1 yr. Rptr has researched the MFR history and found they have had this problem in the past. States they have recalled scooters in the past. Rptr requests guidance.